Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump. It was reported that september of last year the pump stopped working but started working again after about 3 days. When the nurse had refilled their pump they had "like 9 ml. But they should have 3.5 ml" and nurse mentioned that the patient experienced withdrawal symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.